Event description:
High left ventricular pacing impedance (greater than 2500 ohms) with no capture at 6.0v, and right ventricular/superior vena cava impedance (greater than 200 ohms), was reported. The leads were checked and seemed ok. A recheck of device was then ok, but the ep wanted a new device, so it was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary no anomalies found.